Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/07/2013 with the following findings: investigators were unable to confirm or duplicate buttons worn down. Evaluation revealed that the up, down, ok and contrast buttons responded appropriately. The keypad had no visible damage. Evaluation revealed contamination under all buttons. The bolus button was not responding and was found to be misaligned. (B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.